Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. This product was distributed prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: a47978.

Event description:
It was reported that the patient underwent a lead revision due to high impedance. The patient was doing well postoperatively and the explanted lead will not be returned as it was kept by the facility.